Event description:
It was reported by the patient that a gynecological procedure was done on an unknown date and a sling was implanted. The patient stated that the sling started to erode through and she has continued incontinence. Another procedure was done on an unknown date. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.